Manufacturer narrative:
(B)(4).

Event description:
Customer informs that there was a bleeding of staples line. The surgery was extended on time more than 30 minutes, blood loss of more than 500cc, incision of more than 2,5cm and reconversion to open surgery. No tissue damage, no portions of the device fall into patients cavity, no use of reinforcement material. In order to solve the problem the surgeon fired new device of same lot/number over the vascular bundle bleeding. Actual status of the patient is good general state.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload sealed in the appropriate blister package. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument and applied to test media with proper transection and staple formation. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The device was found to meet all visual and functional test specifications . Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.